Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that when the site tried to hit the 2d button on the pendant, the screen flashed to the regular 2d screen but went into stand alone mode. A reboot cleared the issue. There was an 8 minute delay to the procedure. There was no impact to the patient's outcome due to this event. Additional information was received stating that there was a firmware mismatch.